Manufacturer narrative:
Reported event: it was reported that 3.2mm mako pin tip broke off in patient tibia whilst removing pin at end of marko. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no w50959-1 and accepted into final stock on 07/10/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143080, lot number w50959-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been 01 ncs (B)(4) and capas 1480798 are associated with the product and failure mode reported in this event. Device not returned.

Event description:
3.2mm mako pin tip broke off in patient tibia whilst removing pin at end of mako tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
3.2mm mako pin tip broke off in patient tibia whilst removing pin at end of mako tka case.